Event description:
Allegedly during a transfer from the manual wheelchair the end user sustained a one inch laceration to the leg from the leg rest bracket. The wound was cleaned and bandaged by medical personal. However, the end user did bleed for approximately three hours, reportedly due to anticoagulation medication.